Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had failed psi (pounds per square inch) test during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d1: brand name,d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9,h3, h6, h11. H11: the device was received for evaluation. During functional testing, downstream occlusion was not reproduced. The device was tested for downstream occlusion detection and it passed. A review of the event history log revealed downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The ultrasonic sensor will require replacement per service procedure. Should additional relevant information become available, a supplemental report will be submitted.